Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/21/2015. Ethicon MDR summary reporting exemption (B)(4) reporting period august 1, 2015 through september 30, 2015 supplemental 01.

Manufacturer narrative:
(B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to the FDA: 02/23/2017. (B)(4). Reporting period august 1, 2015 through september 30, 2015. Supplemental 08.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso, enterocele repair, paravaginal repair and burch retropubic urethropexy due to procidentia and some areas of mesh erosion. It was reported that following insertion the patient experienced urinary/bowel problems and recurrence. It was reported that patient also underwent mesh excision and suture closure of area concurrently on (B)(6) 2007 due to mesh exposure on right side of vagina. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 12 - attachment: [(B)(6) 2015 ftl supplemental 12.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(4) 2015 through (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events ¿ (B)(4). Prolene polypropylene mesh - (B)(4). Prolene polypropylene mesh unknown product ¿ (B)(4). Ultrapro mesh - (B)(4). Vicryl polyglactin (B)(4). Mesh - (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient has experienced pain, erosion of internal bodily tissue and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period (B)(4) 2015 through s(B)(4) 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.